Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited mechanical noisy signals and oversensing. Technical services (ts) indicated that the untreated episode with non physiologic and mechanical artifacts, may indicate onset of an electrode fracture. The ts recommended to perform assessment of sensing performance in clinic during isometrics and, or posture changes if any of the following is observed: non-physiologic, mechanical artifacts or high impedance alert. Furthermore, the patient did not show up to the clinic appointment and the electrode review was not performed. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited mechanical noisy signals and oversensing. Technical services (ts) indicated that the untreated episode with non physiologic and mechanical artifacts, may indicate onset of an electrode fracture. The ts recommended to perform assessment of sensing performance in clinic during isometrics and, or posture changes if any of the following is observed: non-physiologic, mechanical artifacts or high impedance alert. Furthermore, the patient did not show up to the clinic appointment and the electrode review was not performed. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the smart pass feature of this s-ICD had been disabled. The r wave amplitude was small and false detection of atrial fibrillation (af) events were observed due to persistent t wave oversensing. X ray imaging was recommended. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.